Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
The soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(4) 2013, it was reported that one of the side buttons on the pt's infusion device was damaged and not responding. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product eval.

Manufacturer narrative:
The product was not returned for investigation and the production data complies with the specifications; therefore, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.